Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user contacted lfs on (B) (6), 2010 alleging inaccurate high readings on the pt's one touch select meter. The reporter mentioned that the pt tested her blood glucose and obtained an 82 mg/dl on (B) (6), 2010 at 11:40 am. The pt then exhibited symptoms of feeling confused, sweaty and clammy. The paramedics were called and the pt was tested on the paramedic's meter and obtained a 40 mg/dl. The time difference between the 2 readings was less than 30 minutes from one another. The pt was then taken to the ER and was treated with IV glucose and food. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. The technique of applying blood on the test strip was correct. The complaint is being reported since the pt allegedly exhibited symptoms of low blood glucose and her lfs meter was displaying a result of 82 mg/dl; however, had to be treated in the ER for a blood glucose of 40 mg/dl.